Event description:
It was reported by the customer that the bd insyte¿ vialon e IV catheter was broken. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, before placement, the hcp noticed that the catheter was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-dec-2022. H6: investigation summary: based on device history record review, no abnormality was observed during the production of the affected batches. Our quality engineer inspected the 5 photos, 1 used sample and 20 representative samples submitted for evaluation. The reported issue of catheter broke / separated before placement was not confirmed upon inspection of the samples. However, analysis of the used sample and sample photos showed that the needle pierced through the catheter. Bd could not determine a manufacturing related root cause for the reported defect since it was not confirmed. Bd could also not determine a manufacturing related root cause for the needle through catheter defect observed on the returned samples since the sample was returned in a used state. There is the potential for the needle through catheter defect to occur during use of the product. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported by the customer that the bd insyte¿ vialon e IV catheter was broken. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, before placement, the hcp noticed that the catheter was broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.